Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. It was noted that the right atrial (ra) lead exhibited loss of capture and it is known that the ra lead had dislodged since the implant and this was verified by x-ray. The ra lead remains in use. No further patient complications have been reported as a result of this event.